Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. The philips service engineer (se) inspected the device. The se found that the gas delivery system (gds) required replacement. The customer declined service/repair of the device.

Event description:
It was reported that the ventilator failed the airflow test. There was no patient involvement. The event date was not specified; estimate used.